Event description:
Follow-up indicated that the event was not suspected to be related to the device.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection and was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding the infection and the patient is currently using their device to find effective pain relief.